Event description:
It was reported by service report that the litter is damaged; the seat section of the litter is torn apart at the pivot point. No pt involvement or adverse consequences are reported.